Event description:
Indication: common variable immunodeficiency, unspecified. Unsolicited: pt's spouse reported that during pt's last infusion (on sunday) the pump started making noise and then would not complete. Pt's spouse was able to "complete infusion manually." No adverse event was reported or missed doses. Serial number and maintenance due date unknown as not provided. Pharmacy replacing pump and sending a return box for return of pump associated with event. No additional information was reported. Reported to (B)(6) by pt/caregiver.